Manufacturer narrative:
This report is submitted on (B)(6), 2023. Correction: the date of awareness was (B)(6), 2023.

Manufacturer narrative:
This report is submitted on may 25, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence which was re-sutured and treated with topical antibiotics. The implant remains in-situ.